Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot j134 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot j134 shows no trends. Trends were reviewed for complaint categories, damaged parts/components - treatment bag injection port and tubing leak. No trends were detected for these complaint categories. The complaint kit was returned for evaluation. The treatment bag was the only component of the kit returned. A syringe was connected to the treatment bag injection port and pressure was applied to pump air into the treatment bag. Air was able to be pumped into the treatment bag and no resistance was felt when attempting to do so. The bag was held under water and verified a leak coming from the needle free injection port. The customer reported using a needle to inject 8-mop (methoxsalen) through the needle free port. A known cause for a blocked treatment bag injection port is when excess solvent gets inside the port. The solvent within the port does not allow fluid to enter or exit from the treatment bag. A material trace of the needle free port and its components used to build lot j134 found no related non-conformances. A device history record review did not identify any related non-conformances and this kit lot had passed all lot release testing. The root cause of the blocked treatment bag injection port is most likely due to manufacturing operator error during the tube bonding operation. The cause of the tubing leak was most likely caused by the end user puncturing the needle free port using a needle. No further action is required at this time. This investigation is now complete. (B)(4). P.t. 14-may-2021.

Event description:
The customer contacted mallinckrodt to report they experienced a tubing leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they were unable to inject methoxsalen through the needle free port on the treatment bag. The customer stated they used a needle to inject the methoxsalen through the port which resulted in a leak. The customer aborted the ecp treatment and did not return residual blood within the kit to the patient. The customer reported the patient was in stable condition. The customer returned the kit for investigation.